Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure was displaced") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), menorrhagia ("abundant menstrual bleedings"), headache ("she always had headaches") and dyspareunia ("pain when sexual intercourse"). The patient was treated with surgery (excision of fallopian tubes was performed to remove essure). Essure was removed in (B)(6) 2017. In 2017, the device dislocation, abdominal pain, menorrhagia, headache and dyspareunia had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, headache and menorrhagia to be related to essure. The reporter commented: since insertion the consumer started experiencing the adverse events. She referred that a gynecologist from a private clinic stated that essure was displaced and was sent to the hospital; however, in the hospital was stated everything was perfect, she referred to have gone to another private clinic, where the product removal was indicated. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29_sep_2017 for the following meddra preferred term: device dislocation: the analysis in the global safety database revealed 1656 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.